Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned. Additional information was obtained from the field representative indicating that because of high thresholds the lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.